Manufacturer narrative:
Additional concomitant medical products: addr01 ipg; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds and loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.